Event description:
Sigmoid resection procedure, with cs29 dlu used to perform anastomsis. Procedure. Procedure went fine, with successful testing of anastomosis for leakage using 120cc of air, and h20. 12hrs post-op patient developed thoratic pain and discomfort. Patient grew progressively more stable over next 2 days, falling into coma. Md's unable to establish cause of problems through various tests. 3 days later patient re-operated, revealing 2-3cm total separation between 2 sections of anastomosis, in the circular stapling region. No indiction of tearing or ripping. 5 days later: additional re-operation to perform laparotomy revealed staples in rectal stump. Staples were not formed to proper shape. 12 days later patient still in coma, in intensive care, on dialysis. Md's feel that given recent progress and changes, patient may come out of coma. Md expects to re-do anatomosis within a few months, to elimate colostomy.